Event description:
(B)(4). Weight gain, fatigue, irretable, bloating, feeling full all the time, loss of appetite, pelvic pain, irregular bleeding, endometriosis, endomiosis, hysterectomy, had to be put on lupton for endometriosis, no sex drive, painful to have sex, headaches.